Event description:
On (B)(6) 2013 the reporter contacted animas to report the insulin pump display screen was dim/fading. There was no reported damage to the pump casing. There was no reported patient impact associated with this complaint. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: 08/20/2013, device evaluation: on testing, the pump powered on with a fully functional, legible display. Investigation was unable to confirm or duplicate the display complaint.